Event description:
Reported false positive sars result for 1 asymptomatic customer testing herself for surgery clearance. The customer communicated the result was confirmed negative by molecular (pcr testing) and other rapid antigen testing. 3 additional customer events were communicated which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.